Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8 - was device serviced by third party? Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited the knife head gasket came off and could not be used anymore. The device was replaced and the procedure was completed. The issue occurred during a laparoscopic partial hepatectomy under general anesthesia due to a liver space-occupying lesion. There were no reports of patient harm.